Manufacturer narrative:
Additional information was added to h4, h6 (update codes), and h11. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed, and it was noted that detachment of the printing and illegible information on the pouch occurred. The reported condition was verified in the video sample; however, this condition was not generated during the manufacturing process. The IV set packaging is printed with a water based ink, therefore, contact with germicidal and sporicidal liquids can cause the reported condition. The cause of the reported condition was determined to be operational. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ink on the packaging of a solution set with duo vent spike smeared and became illegible when wiped with alcohol. This occurred prior to bringing it into the sterile compounding room to prime the tubing. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.